Event description:
It was reported that during an unknown procedure, the anchor was delivered "crossed". There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.